Manufacturer narrative:
No display anomaly was noted. No button error alarm was noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a cracked display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The numbers on the display scrolled without input when the customer was attempting to program a bolus. The customer replaced the battery and that is when the button error alarm occurred. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.